Manufacturer narrative:
A manufacturing record evaluation (mre) of lot number 5541963 was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient underwent breast prostheses implantation with mentor smooth round moderate profile 425cc saline breast prostheses and suffered several unexplained systemic symptoms, including migraines, irritable bowel syndrome, interstitial cystitis, miscarriage, fibromyalgia, palpitations, depression, anxiety, hot and cold sensations, numbness in the face, legs, and hands, weight gain, fatty liver disease, breast pain, pain and itchiness in feet, incidents of passing out, lack of energy, back pain, neck pain, hip pain, shoulder pain, thinning hair, hair loss, feeling uncomfortable, skin bumps and tags all over body, nausea, and inability to control bladder or bowels. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the 1st of two breast prostheses.